Event description:
Boston scientific crm received information that the local representative contacted technical services to report that this patient was hospitalized and required external defibrillation. The local representative was enroute to check the device.

Manufacturer narrative:
Visual inspection identified no seal plug damage and no damage to the header. The header was firmly attached to the device case. There was a forcep mark on the right front and back side of the device case just below the header. In conclusion, the device was explanted because the patient developed high defibrillation thresholds. The device performed normally throughout laboratory testing.

Manufacturer narrative:
The available information suggests that this device remains in-service.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated and was found with a battery status indicator of beginning-of-life (bol) at 2.91 volts. The device was put through and passed a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing and recording functions of the device. The device is undergoing additional laboratory testing.

Event description:
Boston scientific crm received information from the local representative that this patient had experienced multiple episodes that had been detected in the programmed monitor only zone. Several episodes had rates that were fast enough to be detected in the programmed ventricular tachycardia (vt) zone and were treated with antitachycardia pacing (atp) and maximum shocks. The last episode was again detected in the monitor only zone. After approximately one minute, the rhythm degraded into ventricular fibrillation (vf). The device exhausted therapy and failed to convert the arrhythmia. The arrhythmia was terminated with delivery of an external shock. The device was reprogrammed and the patient's medication was adjusted. Subsequently, boston scientific crm received information that this device was explanted and returned to boston scientific's post market quality assurance laboratory. During the explant procedure, the device was removed with forceps and the physician expressed concerns about the device's set screws and possible issues with the device's header.